Manufacturer narrative:
The lens was returned. Solution was dried on the lens. One haptic is broken in the distal area. The broken haptic portion was not returned. The posterior optic edge has a small area that is broken and split. This may have been interpreted as the reported complaint. Product history records were reviewed and the documentation indicates the product met release criteria. Associated products are unknown. The split/cracked optic damage may have been interpreted as the reported complaint of mark on the lens. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a mark was found on the lens. The procedure was completed the same day with a backup lens. There was no patient harm reported. Additional information has been requested.